Event description:
It was reported that the camera head had no image when plugged in. The issue occurred when preparing the device for use, prior to sedation. There were no reports of patient harm or injury.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b5, d9, e2/e3, g2 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: moisture identified inside the lens of the coupler. A root cause could not be identified. Based on the results of the investigation, it is likely there was no image due to moisture inside the lens of the coupler. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a cystoscopy and was able to be completed using a similar device.